Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31535. It was reported the patient experienced ineffective stimulation after doing yoga. X-rays showed both drg leads had pulled out of place. Surgical intervention was undertaken and the leads were explanted and replaced on (B)(6) 2020. Stimulation was restored postop.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.